Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the analyzer was experiencing intermittent connection during an implant procedure. The analyzer was reseated and the issue was resolved. The analyzer remains in use. No patient complications have been reported as a result of this event.